Event description:
Allergan legal reports a case of lymphoma alcl. Mammogram and ultrasound showed "diffuse extravasated fluid noted around the right breast implant, consistent with a leak". No specific findings for malignancy. Surgical consultation recommended for leakage of device. Cytology report for right side aspirates taken noted "positive for malignant cells, alcl." Pathology report for right side capsule showed chronic inflammation, no malignancy.

Manufacturer narrative:
(B)(4). Device labeling addresses the events as: the following is a list of potential adverse events that may occur with breast implant surgery: implant deflation/leakage, add'l surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. For primary augmentation patients: seroma rate= 2.6%. Primary reconstruction patients: seroma rate = 3.9%. Deflation rate = 6.8%, 7.5%. There were no reported events of lymphoma/alcl for patients in the a95/r95 study included in the labeling for saline breast implants.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/16/2015.

Event description:
Allergan legal reported "diffuse extravasated fluid is noted around the right breast implant, consistent with a leak" and cytology notes of the fluid "percutaneous aspirate of right breast fluid collection positive for malignant cells, anaplastic large cell lymphoma " the "fluid" seen around the implant has been deemed a seroma. Additional event reported of "diagnosis of celiac disease." Treatment specified as medication for symptoms of celiac disease. This medwatch is for the right side. See MFR report # 2024601-2013-00971 for the left side.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of autoimmune/connective tissue disorders, lymphoma-alcl, and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "diffuse extravasated fluid is noted around the right breast implant, consistent with a leak" and cytology notes of the fluid ¿percutaneous aspirate of right breast fluid collection: positive for malignant cells, anaplastic large cell lymphoma." Date of alcl diagnosis: (B)(6) 2011.

Event description:
Patient representative reported pathology report completed on (B)(6) 2011, diagnosis states "percutaneous aspirate of right breast fluid collection: positive for malignant cells, anaplastic large cell lymphoma." Cells expressed are cd4, cd30. Alk is negative.